Manufacturer narrative:
This model number was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report number 1627487-2013-19003. It was reported the patient experienced very uncomfortable heating at the ipg pocket site while charging. Due to the heating, the patient stopped charging. As a result, the ipg is depleted and is unable to communicate with external devices. The patient will meet with the physician to discuss options. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.